Event description:
Seven years following intraocular lens (iol) implant surgery, a consumer reports a mild decrease in visual acuity; the surgeon reports slight iol opacification. The lens will be explanted in 2007. Add'l info, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to the FDA on: 07/13/2007. Add'l info has been requested.